Manufacturer narrative:
A good battery was inserted in pump and no unexpected audio/beep anomaly, however pump was received with severely cracked and bleeding lcd glass. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads. Unable to perform functional check including rewind and basic occlusion, occlusion, prime/a33, excessive no delivery, displacement, self test, a21 test and all operating current measurement due to lcd physical damage.

Event description:
The caller reported that the insulin pump's screen was cracked and appeared compressed. Caller stated that the device was dropped on the side of a recliner. Blood glucose level at the time of the incident was 95 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.